Event description:
Patient reported having had "moderate" pain in the left breast. Patient additionally reported being diagnosed with cancer, more specifically ¿colon¿ cancer. Patient indicated that rupture was caused by the mammogram which is not device related. Capsular contracture, baker grade iii was also reported no treatment was done. This record is for the left side. Later healthcare professional reported the reason for the removal to be "old" implants. Device has been explanted.

Manufacturer narrative:
(B)(4). Information contained in this report was previously submitted through psr on (B)(6) 2014. When capsular contracture grade iii was earlier reported in 2012, in accordance with procedures, it was not deemed serious as explant surgery had not occurred. Now the device has been explanted. Explant surgery was not done to treat the previously reported capsular contracture since the cause of explant has been reported as "old". Hence capsular contracture grade iii will remain not reportable. A review of the device history record has been completed. No deviations or non-conformances noted. The events of pain and cancer are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: old implants, pain and cancer.